Manufacturer narrative:
Device evaluation provided in: d10, h3 and h6. Device evaluation: visual inspection and functional testing of the ams 700 ipp cylinder confirmed the reported events of cylinder puncture. A leak was identified in the cylinder that was result of fatigue on cylinder wear of the outer tube. Holes were present in the cylinder body as well as broken fabric threads with bulging when inflated. Product analysis concluded fluid loss as the most probable cause of the event, as the identified leak would directly affect the functionality of the device. The product record review indicated that the reported events do not represent a new or unanticipated event. An investigation conclusion code of "cause traced to component failure" was chosen, as product analysis identified a fluid leak relating to the reported events. The product analysis results and event report provided no objective evidence that would warrant further escalation.

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a hole in the cylinder. Two weeks prior to surgery the patient presented with the device not working properly. A new ipp cylinder was implanted. Following the surgery the patient "got well."

Event description:
It was reported that the left cylinder of the inflatable penile prosthesis (ipp) device was explanted due to a hole in the cylinder. Two weeks prior to surgery the patient presented with the device not working properly. A new ipp cylinder was implanted. Following the surgery the patient "got well."